Manufacturer narrative:
No additional/follow up information has been received regarding this case. If follow up information is received, a follow up MDR will be submitted. The device history records for the reported lot were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
The patient was injected on (B)(6) 2011 but did not come back for a follow up visit. The patient came back on (B)(6) 2011 to request more product. The physician saw that the patient had an infection where injected in the left cheek. It looks like an acne pustule and has not gone away. The skin is red and indurated. She has prescribed doxycline 100mg bid. Dr. (B)(6), the injecting physician spoke to a (B)(6) contracted physician on (B)(6) 2011. From that discussion the patient had a straight forward infection. The patient appears to be getting better and the (B)(4) contracted physician advised that dr. (B)(6) see the patient again the week of (B)(6) 2011. If the patient continues to improve then there is no need for any change in therapy.